Manufacturer narrative:
(B)(4).

Event description:
A hospital nurse called and reported that a vns patient would be undergoing possibly full revision surgery. Neurology was contacted and the patient's lead was replaced for high lead impedance. Their device was disabled prior to surgery. X-rays will not be released to the manufacturer for review. No trauma or manipulation was reported prior to their high impedance event. No further information will be released from their treating physicians office. The patient's explanted lead cannot be located at the hospital therefore not returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.